Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening the pod did not allow the formed needle to fully retract. Inspection of the internal components found the formed needle to be unseated from the slide retract. Damages were found on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated from the slide retract during deployment, preventing the formed needle from fully retracting after deployment. Inspection of the fluid path found the distal tip of the soft cannula to be damaged. The damage did not include the cross drilled portion of the soft cannula. No issues were observed with fluid flowing through the cross drills or through the distal tip of the soft cannula, even though the distal tip was damaged. It could not be determined when this damage occurred.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation. The pod was worn for 5 minutes before the issue was realized.